Manufacturer narrative:
As reported, post implant of perfix plug, the patient developed wound exudate thereby underwent removal of mesh. Based on the information provided, no conclusions can be made as to what if any extent the perfix plug caused or contributed to patients post operative course. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in october 2023. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, patient underwent inguinal hernia repair with implant of perfix plug on (B)(6) 2024. It was reported that patient developed wound exudate post implant, and the mesh was removed on (B)(6) 2024. It was also reported that the wound healed successfully.